Manufacturer narrative:
This follow-up report is being filed to relay device evaluation, which was unknown at the time of the initial medwatch. The liner dimensions showed acceptable to print specification. Therefore, product likely left zimmer biomet control conforming, and a root cause cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component."

Event description:
During a left total hip arthroplasty the acetabular liner would not seat in the acetabular cup. There was no patient injury. Another acetabular liner was used to complete the procedure with minimal delay.